Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the smart device does not have signal. The complaint states that loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.